Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this was submitted under the incorrect business unit. This MDR will be void.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Another needle issue today incident for 22 gauze needle that took place on (B)(6) 2025 at 7.55am xxx was assisting the patients and during the blood draw. When pulled the first tube it started leaking. The patients was okay no exposure. I had a blood test done last week in room (B)(6) with a technician whose name I believe is spelled xxxx. And unfortunately, it was the most unpleasant experience I've had at this location. I visited two-week prior for the same procedure and that appointment was smooth, quick and professional (can't remember who did my appointment this day). However, during my most recent visits, the technician had difficulty drawing my blood. The first attempt was unsuccessful, and I ended up having to be poked in both arms. At one point, I could see blood coming out onto my skin instead of properly entering the collection tube. After multiple attempts, the test was finally completed, but my veins were bruised, and my arm has remained sore and discolored since. I would recommend that this staff member receive additional training to ensure greater care and confidence in handling future patients. I'm sharing this experience in hope of helping improve the overall quality of service, as my previous visits showed this clinic can provide excellent care when done properly.